Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's case manager reported via phone call that the patients had experienced high and low blood glucose events. The customer's blood glucose was in the range of 28 mg/dl to 558 mg/dl. Customer is having major issues with carbohydrates counting and using insulin pump. No high and low blood glucose troubleshooting. The insulin pump will not be returned for analysis.